Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a ventral hernia repair, anterior fascia release technique, the mesh had a central failure. There was a recurrence of hernia and the patient had to have a follow-up procedure with the surgeon.